Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported two sets of readings. On (B)(6) 2016 customer reported receiving 33 mg/dl, 285 mg/dl and 314 mg/dl. In addition customer reported that on (B)(6) 2016 they received erratic readings of 50 mg/dl and 289 mg/dl. Both sets of readings when plotted on the parkes error grid fell into the "c" zone. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500165625 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.